Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that power cable was not plugged into the transformer at the facility and occurrence of the phenomenon (1) "power cannot be turned on" was recognized. The event can be detected/prevented by following the instructions for use which state: "when using an optional ac adapter, do not place it in an unstable position. It will cause failure and damage it". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus helped the customer troubleshoot the device reviewed power cabling, goes into power supply and then into transformer on the cart. It was found that the power cord was not plugged in to the cart. The cord was then plugged into the transformer, and power was restored on the device. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the high-definition lcd monitor did not power up. There were no reports of patient or user harm associated with this event.